Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the motor device had low power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the locking components, lock cylinder and the pawls release on the device were damaged. It was further determined that the device failed pretest for cable assessment, loctite assessment, and safety assessment. The assignable root cause of these conditions was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the motor device had low power. During in-house engineering evaluation it was observed that the device failed pre-test for safety assessment (unintended system motion). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.